Manufacturer narrative:
The investigation into positioning issues has been completed. The impella product was not returned for investigation. As per clinical observations, the doctor was unable to cross the bicuspid aortic valve when repositioning the pump after it had been found too deeply into the ventricle. The cause of the positioning issue was most likely patient condition--diseased valve.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The user facility had planned a minimally invasive aortic valve replacement (avr) for bicuspid atrioventricular (av) stenosis. After aortic valve replacement (avr)/mitral valve replacement (mvr) patient could not come off bypass. A sternotomy was performed, coronary artery bypass graft (CABG)x2 after vessel perforation and direct impella placement. Angulation of impella catheter across aortic valve causing aortic insufficiency (ai) as leaflet tented open, the impella appeared against papillary. Reposition attempted but surgeon concerned about ai and pulled back across valve. Many more attempts to come off bypass with impella not across valve. Then decision to place right sided pump, many difficulties with that insertion and eventual aborted. Decided to use protek for va ECMO, the impella was aborted and graft sewn down. Patient had 9.5 hours of pump time. The patient was sent to unit with open chest.